Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m5336t310 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the suction catheter disconnected from the hme humidifier. Additional information has been requested but not yet received.